Manufacturer narrative:
Product ID 3887-33, lot# j0205052v, implanted: 2002-(B)(6), product type lead product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3887-33, lot# j0205052v, implanted: 2002-(B)(6), product type lead product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, (B)(4).

Event description:
It was reported that patient's ins (implantable neurostimulator) "was sliding down because of the weight," and a revision surgery was done to "anchor it to his collarbone. That was when it got infected." See related manufacturer report # 6000032-2008-08712 on the infection.